Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a decontaminated condition. Visual inspection was performed, and no defects were observed. During accuracy testing, the unit connected to the cadd legacy plus and the complaint was not confirmed; the accuracy test was successfully passed. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
The lot number is unknown.

Event description:
Information was received indicating that an overdose has occurred while using the cadd cassette. Over administration of morphine occurred in pediatric emergency department. An antidote of narcan and the child was fine after receiving the medication. Pharmacist of the facility as performed a dosage of morphine in the medication cassette and confirmed that the morphine preparation was correct.